Manufacturer narrative:
Sample was lithium heparin plasma that was centrifuged for 10 mins. Centrifugation speed was not supplied. The sample was then aliquoted and analyzed from a sample cup. Quality control was within the laboratory's established ranges. No other results or assays are questionable. The laboratory's policy is to repeat all accu tni results >0.20ng/ml that do not have a previous elevated accu tni result. On (B)(4) 2010, the field service engineer verified the instrument performance by performing a high sensitivity system check, which met published specifications. No hardware issues were noted. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for one pt sample when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. Corrected report was issued. It is unk if there was any affect to pt treatment. No reports of death or serious injury as a result of this event.